Manufacturer narrative:
(B)(4) device evaluated by MFR.: returned product consisted of the proximal portion of the quantum maverick balloon catheter. The hypotube was microscopically and visually examined. The hypotube had a complete hypotube separation 66cm from the strain relief. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Reportable based on device analysis completed on 15-jun-2017. It was reported that crossing difficulties were encountered. The 95% stenosed, 12mm x 3.5mm target lesion was located in a severely tortuous and severely calcified left anterior descending (lad) artery. A 3.5mm x 15mm quantum maverick balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break. It was further reported that the shaft broke during advancing and the device was completely removed from the patient's body.